Manufacturer narrative:
Conclusion: user error contributed to event. The complaint and package insert were reviewed. The product was not returned. (B)(4).

Event description:
Allegedly as per: fritzsche, j, et al., corr. 2012 aug: 470 (8): 2325-31. 'Case report: high chromium and cobalt levels in a pregnant patient with bilateral metal-on-metal hip...". A woman ((B)(6) at primary), implanted with a c+ in her right hip in (B)(6) 2005, required hip aspiration in (B)(6) 2005, underwent revision for pain, fem neck atrophy, and pseudotumor in (B)(6) 2009 (c+ head revised to standard stem, brand not stated), (B)(6) days after second ((B)(6) 2009) pseudotumor found at same location, patient had 3 posterior dislocations (not revised, reduced under general anesthesia), metal ions during pregnancy found elevated, patient plans to have future revision to metal-on-poly bearings. Patient regularly active (swimming, cycling) and pregnant (approx (B)(6) 2009 - (B)(6) 2010).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This event occurred in (B)(6). Note: the authors were not the primary or revision surgeon. Also, there was an error in the original article.